Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
A complainant reported the patient was on impella 5.5 support. While on support, purge-lysis ran with slow purge flow. Purge pressure high / purge flow low reported. The patient¿s outcome is unknown.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. No product was returned. Log review showed a rise in purge pressure beginning about 2 hours into support. Purge flow also began just below 4 ml/hr. The increase in purge pressure was gradual from ~600 to 1100 mmhg over the course of 2-3 hours, indicating biomaterial buildup. There were no large motor current spikes, but there was a motor current downward spike that correlated with the beginning of the purge pressure rise. The high purge pressure/low purge low persisted for about 20 hours before resolving. There were no issues seen in logs with purge pressure throughout the rest of the case. Purge flow remained low (below 4 ml/hr). The root cause of the high purge pressure was most likely biomaterial.